Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date is unknown (reported to as occurred in week of (B)(6) 2013). Evaluation summary: the device was returned for evaluation. As the plunger, link, and suture were not returned, analysis of the returned device was limited, and the reported event of failure to deploy the suture was not confirmed. The returned components were inspected and no observable anomaly was found. Based on visual and functional analysis of the returned device components, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. One unused sterile proglide device with lot number, 21126j1, was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, the device had been introduced over a standard guide wire. The guide wire was removed at skin level and the device pushed forward until blood marking was visible at the marker lumen. The device was then pulled back until there was no more marking visible. There was no problem during needle deployment. Following needle deployment the physician gently pulled on the blue rail suture with his left hand, keeping the suture coaxial to the tissue tract and removed the device. It was then noticed that the suture had not captured the vessel wall to achieve hemostasis. Hemostasis has been achieved using manual arterial compression. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.